Event description:
While flushing the neuron when preparing for a case, the technician noticed that the tip of the catheter was kinked. The technician replaced the catheter and there was no effect on the procedure or the pt.

Manufacturer narrative:
The device is available for eval and a f/u MDR will be submitted upon completion of the investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.